Manufacturer narrative:
(B)(4). Product evaluation results: visual inspection of the lens showed no damage to the lens.

Event description:
The facility states that an intraocular lens model number aq2003v was successfully implanted in the pt's eye. The surgeon felt another style of lens would be better suited to this pt's ocular anatomy therefore he removed the lens from the pt's eye without injury or adverse event.